Event description:
The initial reporter received a questionable elecsys pth stat result for one patient sample with a cobas e 411 immunoassay analyzer. The initial result was 39.9 pg/ml. The repeated result was 89.56 pg/ml. The second repeated result was 85.67 pg/ml. The questionable result was reported outside of the laboratory and questioned by the surgeon. The repeated result was deemed correct. The reagent lot number was 00534774 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The field service engineer adjusted the high voltage on the photomultiplier tube and performed an assay performance check. The customer ran qc successfully. The investigation is ongoing.

Manufacturer narrative:
The customer's qc results were ok. There was no indication of a reagent or instrument issue. The system's alarm trace contained sample short errors. These are indicators of possible poor sample quality. The customer's sample pre-analytic details were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.